Event description:
The customer reported that the system shut down uncommanded and then would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The f1 and f2 fuses on the workstation were replaced, the plug connection was checked, and the cable was cleaned and re-routed. The system was tested and found to be working as intended and put back into service.